Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was oversensing noise and undersensing the patient's atrial fibrillation (af). A revision procedure was performed where the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.